Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. A visual examination of the lead reveled the helix was extended and clogged with blood and tissue. Additionally, the steroid plug was shifted distally. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within required performance specification. The reported events of failure to capture and lead dislodgement were not confirmed. A visual and x-ray examination of the lead was performed and no anomalies were observed. Electrical testing revealed no indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood and tissue.

Event description:
During an in-clinic follow-up, a dislodgement and loss of capture were noted on the atrial lead. The physician attempted to reposition the atrial lead but experienced difficulty rotating the helix due to helix damage. The event was resolved by explanting and replacing the atrial lead. The patient was stable.